Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the rv (right ventricular) lead was repositioned twice by the physician. The lead would not extend or retract during implant. It was tested both inside and outside the patient's body. The lead was not implanted. No patient complications were reported as a result of this event.

Event description:
It was reported the rv lead was repositioned twice by the physician during implant attempt. The lead would not extend or retract and was tested both inside and outside the patient's body. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned to the manufacturer. Analysis concluded with no anomalies found. Blood was noted in/on the helix/lobe mechanism. Correction: removed concomitant devices for this patient as this is an implant attempt and these devices are not applicable.